Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. The patient experienced breathing difficulty during drain four of four so they disconnected and drained manually. It was determined that the patient¿s drained over 3200ml worth of solution when the largest prescribed fill volume was 2000ml. The patient believed that positional draining may have caused the issue and did not want to exchange the homechoice. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in august 2013. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.